Event description:
Related manufacturer number: 2017865-2022-42095. During device exchange, failure to disconnect and stripped were observed on the set screw which resulting in the right ventricular (rv) lead was unable to be removed from the header. The event was resolved by replacing both the device and rv lead. The patient was in stable condition.

Manufacturer narrative:
The reported event was failure to remove lead from header. As received, a partial lead (only the connector portion) was returned in one piece for analysis. Unable to perform lead insertion and removal test due to the condition of the lead as received. Visual inspection of the partial lead did not find any anomalies except for procedural damage.